Manufacturer narrative:
The account isolated p19 and unplugged p22 but the issue remained. Repairs have not been completed.

Event description:
The account alleged the knee up is not working. If it is in the raised position, it runs down on its own.